Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the cutting wire snapped inside the pt. No wire fell into the pt. There was no injury reported. The procedure was completed with a hydratome rx sphincterotome. There were no pt complications reported as result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).